Manufacturer narrative:
This is a supplemental report to report # 1218950-2016-03256. The FDA registration number initially chosen was incorrect. Root cause: the customer returned user interface assembly was hit with enough force to damage the touchscreen .

Event description:
The customer reported the touch screen is damaged. The manufacturer's field service engineer (fse) reported the screen was unable to interface with the ventilator. The customer reported there was no patient involvement.